Manufacturer narrative:
The subject device was not returned to any of olympus locations. However the technician of olympus (B)(6) checked the subject device at the facility and found that the reported phenomenon could not be duplicated connecting the four different endoscopes. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc surmised that this phenomenon was attributed to the electrical contact unstable connection which occurred due to connecting the subject device in a condition which the electric contact point of the subject device video connector was not sufficiently dried or there was a foreign object (such as the chemical liquid residue, water deposit, sebum stain, dust, fiber of gauze), or which occurred due to looseness of the lock of the output socket by the repeatedly long-term use because about 7 years had passed since the manufacturing of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the scope communication error b30 occurred. When using the videoscope cable, the error did not occur. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.